Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 129 ohms. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 129 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements during an appropriate shock to convert ventricular tachycardia (vt). Technical services (ts) was contacted, and ts recommended rv lead replacement. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 129 ohms. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements during an appropriate shock to convert ventricular tachycardia (vt). Technical services (ts) was contacted, and ts recommended rv lead replacement. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.